Manufacturer narrative:
(B)(4). The user tried to shut down the unit but it was not working. This complaint is related to (B)(4) / medwatch #1828100-2018-00021.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) touch screen stopped working. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) was unable to duplicate the reported complaint. The central control monitor (ccm) operated as intended throughout the evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.